Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer 1.3 was jammed due to medication wrapping jamming the drawer. A field service engineer (fse) advised the pharmacy technician to remove wrapping from the medication and then the drawer functioned normally. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a drawer became obstructed and would not open. The customer reported that the drawer failed to open and suspected that plastic from a syringe was lodged inside the drawer, preventing operation. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.